Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, h11. The vessel sealer logs for this procedure were reviewed. The advanced logs show the vessel sealer extend (vse) instrument was installed on universal surgical manipulator (usm) #3 three times and passed homing in all installments. A total of 311 cut complete events were noted. The system logs show a total of 5 "grip torque is outside the expected range on usm 3" errors, indicating that there was possible sealing malfunction. The e-100 generator logs show a total of 1 coag event with no errors and a total of 350 seal events with 7 high initial starting impedance errors and 3 "blank" errors. The instrument was used for about 105.33 minutes.

Manufacturer narrative:
The customer reported that the convert to open surgery was due to non-da vinci related issues. No product is expected to be received for this event.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, excessive intraoperative bleeding occurred; the procedure was converted to open. The location of the bleeding is unknown. The patient did require a blood transfusion. It was reported the patient is either stable or stabilizing, was admitted to the intensive care unit (ICU) and potentially will have to return to the operating room. The procedure was converted to open. It was specified the da vinci products used during this event did not contribute to the reason for the conversion.

Manufacturer narrative:
Updated fields: b1, d1, d2a, d4, g3, g6, h2, h4, h5, h6, h7, h8, h9, h11. Additional information: the following information was obtained from the primary surgeon: there was a secondary surgeon on the console at the time of the event. The surgeon reported there was a significant amount of blood loss (an exact amount was not provided), which they were able to get under control by converting the procedure to open surgery. The gastro mesenteric vessel was speculated to be the source of the bleed. The patient tolerated converting to open surgery well; they are doing fine and still recovering in the ICU. The following information was obtained from the secondary surgeon: during the dissection of a big paraoesophageal hernia repair procedure, a vessel started to bleed from the greater curvature gastric wall. This happened due to one of the bridging vessels that was divided in an earlier portion of the procedure opening up. The vessel sealer extend (vse) instrument was used to create that bridge; however, it functioned as expected and sealed without any issues. Although the surgeon did not witness the vessel opening up, it is speculated the vessel opening was caused by something rubbing against it or pulling on it. There was a massive amount of blood loss that and required a lot of transfusions. Even without the robot, the bleeding could not be controlled laparoscopically. As a result, the decision was made to covert to open surgery. The bleeding was controlled and the posterior short gastric arteries were likely responsible for the bleed. The secondary surgeon was not a part of the patient's care team and was therefore not up to date on the patient's current status. However, the surgeon was aware the patient was hospitalized for some time and is believed to have developed some intra-abdominal abscess. The surgeon does not believe this complication was due to any malfunction with the da vinci system or products. The vse instrument used during this event was not received for failure analysis investigations.

Event description:
Refer to h11 for follow-up information.